Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set's intravenous tubing collapsed. This malfunction caused blood to backflow into the tubing. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis cannot be performed.